Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the lift 24v power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the column lift on the 8800 system is not functioning properly. There was no report of pt injury.